Event description:
During preparation before use, it was confirmed that a lan connection with corevision could not be established. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).